Event description:
It was reported that when stimulation was turned on (at .3v) at the patient¿s post-operative appointment, he was convulsing and could not handle the tingling. This was no matter where the representative was on the lead. This also occurred while checking impedances at all levels or volts. An impedance issue was noted, but not clarified. The physician had an xray performed, which looked ok. The physician initially planned to remove the entire system and replace it as he thought the lead or stimulator may be damaged somehow. The pocket would also be relocated because the patient said it was painful because he was sitting on it and it was just aggravating him. On (B)(6) 2015, the patient was taken into surgery to replace his implant. Shocking was also noted with the impedance check. The s hocking and convulsing was also felt whenever the device was tried at .1v.when the physician opened up the spine, there was quite a bit of pus around the lead area. It was stated this was the only area this was present in. The lead was sent off for a culture, but the stimulator was not. The plan was to let the patient heal and then re-implant in 6 weeks. The company representative had planned to send the stimulator in for analysis, but as of (B)(6) 2015, it had not yet been received. Additional information regarding the outcome and the device were requested. If received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), explanted: (B)(6) 2015. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Follow up information received reported that there was no growth in the cultures after 5 days. The patient continued on antibiotic treatment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies. Analysis of the lead found no significant anomaly. The lead body was cut through, product segmented. Both devices functioned properly throughout the duration of the test. Both devices were set to the parameter the explanted device had when received for analysis, but 0.1 volts was used for the amplitude and the output was observed across 2+ and 3-.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.